Event description:
Caller reported that alarm 01 occurred, and they confirmed this issue using the pump's history for record purposes. There was no adverse impact to the customer¿s blood glucose level. Following the event, the caller replaced the cartridge to continue insulin delivery.